Event description:
Surgeon was having difficulty distracting the pt's right l5 disc space in order to insert the cord and 16mm spacer, additional force was applied to the 7 degree glide at which time one of the distal prongs broke off. A 15mm spacer was placed using another device from the instrument set and the surgery was successfully completed. No pt injury reported, this added 10 minutes additional surgery time. This event is being reported because the broken piece of the device had to be removed from the wound.

Manufacturer narrative:
Device history records reviewed. Device was sent out for material analysis. Review of device history records indicates the device was manufactured to specification. Results of material analysis indicate fracture features were characteristic of a single event failure. No indications of pre-existing cracks or significant material anomalies were observes for any of the fractures. The material met mfg specifications. Review of the product labeling determined it was adequate.